Event description:
The customer was currently on a vacation and unable to troubleshoot with tandem technical support. The pump corrected itself and is working. No further information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.